Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found weld defect at the bowl-tube interface of the cannula. No visible broken piece. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the customer noted that the curved cannula instrument accessory weld became loose and the tube started to rotate. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.